Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a loose drive support cap. Blood glucose was unknown. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Unable to confirm loose/protruded drive support disk and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached/missing end cap.